Event description:
It was reported that the devices have been having fleeting cycling issues and other unexpected mechanical noise issues. No patient injury was reported.

Event description:
Additional info received via email 19-aug-2022. No patient involvement.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No patient involvement.

Manufacturer narrative:
One device was received with no apparent physical damage. Missing battery. The continuous flow was intermittent and was not present before input manifold replacement, it was discovered after the replacement and duplicated again when the original input manifold was re-installed. Device functions with a slight high-pitched noise on "nam" only as it should at different tidal volume settings. Slight rattling from the battery compartment with a loose string found. The complaint was confirmed but unable to determine the root cause as the continuous flow was intermittent. All mechanical sounds are as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The regulator and timing valve assembly were replaced.